Manufacturer narrative:
Physician phone number: (B)(6). Mfg. Site name - (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip grasped and locked onto tissue but failed to release from the catheter. An attempt was made to wiggle, open and close multiple times, and pulled back the catheter; which eventually released the clip from the catheter. The clip remained attached to the tissue and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.